Event description:
It is reported that the pt's knee was revised due to the articular surface screw becoming loose and migrating into the joint space.

Manufacturer narrative:
Evaluation summary: no device or photos were received, therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. In the surgical technique, it states " do not over or under torque. Under-tightening of the screw may allow the screw to loosen over time. Over-tightening may cause the screw to fracture intraoperatively." A definitive root cause cannot be determined with the info provided. Device history records were reviewed and found conforming. There are no complaints with the reported issue for the product/lot combination for the articular surface.. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.